Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an interspinous process decompression (ipd) and on an unknown date, migration of x-stop was confirmed. No further information could be obtained.